Event description:
The facility reported an automix 3+3 compounder which had a damaged umbilical cable. This condition was discovered during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A service history review revealed no previous service events were related to the reported condition. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem of a damaged umbilical cable was confirmed by quality engineering, but was not reproduced during evaluation. This condition was caused by a damaged umbilical cable. The umbilical cable was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.